Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that she continues to experience air bubbles in the insulin cartridge after one day of use. As a result she has experienced elevated blood glucose of 400 mg/dl with symptoms of headache and nausea. She boluses approximately 10 units of insulin to lower her blood glucose. At the time of the report, her blood glucose measured 357 mg/dl. Her normal blood glucose range is 80-130 mg/dl. She stated that she makes sure there are no air bubbles present after priming. She does not properly adjust the piston rod of the infusion device prior to inserting the insulin cartridge. She stated that she does not allow insulin to reach room temperature prior to use. She was educated on the proper procedures. Upon follow up six days later, the patient stated that she had no further issues with air bubbles and her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.